Event description:
It was reported that a device was used during diagnostic laparoscopic procedure. The device immediately leaked and the gasket appears to be open. Opened another device to complete the case. There was no consequence to pt.